Event description:
Related manufacturer reporter number: 2017865-2022-10423. It was reported that the inner packaging of the product was damaged and the product within the package was compromised during delivery of the product. The product was exchanged. There was no patient involvement.

Manufacturer narrative:
The reported event of damaged packaging was confirmed. As received, a product was returned in its original packaging box. Visual inspection found the outer packaging box was damaged consistent with shipping or handling.